Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of atypical low voltage alarms and the heartmate 3 system controller being exchanged was not confirmed. Multiple requests for additional information were made to determine if log files could be provided, the reason of the controller exchange and if the reported low voltage alarms resolved; however, no response was received. Review of the device history records on sales force revealed that the controller was disposed of after being exchanged. The root cause of the reported event could not be conclusively determined through this analysis. It should be noted that the heartmate 3 system controller was shipped to the customer on (B)(6) 2019. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/ alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the modular cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the modular cable for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had complaints of "beeps" while on wall power. Multiple low voltage alarms were observed despite charged batteries. The alarms were confirmed at a routing clinic appointment and the patient's controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress covering the protective layers of the white power cable and black power cable. Fluid ingress covering the insulation of the white power cable and the black power cable inner wires. The reported events of atypical power cable disconnect and low voltage advisory alarms was confirmed via analysis of the log files downloaded from the returned heartmate 3 system controller (serial number: (B)(6)); however, the alarms were not reproduced during testing of the returned controller. The log file contained approximately 6.5 days of data (12apr2022 ¿ 19apr2022 per the timestamp). Power cable disconnect alarms that were not associated with power source exchanges and low voltage advisory alarms that were not associated with regular battery depletion were captured throughout the log files due to the relative state of charge (rsoc) voltage on the white power cable fluctuating and dropping below the low voltage thresholds; the atypical alarms resolved shortly after activating each time. The atypical power cable disconnect alarms activated while connected to the mobile power unit (mpu) and the atypical low voltage advisory alarms activated while connected to 14v batteries. The driveline was disconnected on 19apr2022 at 14:48:05 to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned controller operated a mock circulatory at the set speed without any atypical alarms produced, including when the power cables were manipulated by hand. The power cables were evaluated and a high resistance was observed on the rsoc wire of the white power cable; this is consistent with conductor breakdown on the white power cable. Conductor breakdown on the rsoc wire of the white power cable may result in the reported atypical alarms. The root cause of the reported event could not be conclusively determined through this analysis; however, the increased resistance observed on the white power cable could have resulted in the reported alarms activating. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/ alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables and the modular cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the modular cable for damage. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 06feb2019. No further information was provided. The manufacturer is closing the file on this event.